Event description:
It was reported that the device was constantly showing hose occluded alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No physical damage found on the visual inspection but filter was missing. The device was turned on with the hose connected. The device alarmed hose occlusion. Customer complaint was confirmed during functional testing, found the l1 convective warmer hose to be defective and the filter to be missing. The missing filter and defective l1 convective warmer hose were replaced. Root cause not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.